Event description:
It was reported the catheter broke during procedure. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned, and the evaluation is completed.